Event description:
Pt was implanted with post occipital plate and screw implantation on (B)(6) 2011. The pt returned to the surgeon. X-rays showed that screws at the base of the skull had backed out. Surgeon did not plan on revision. Pt placed on a halo device. This is 1 of 2 reports for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.